Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and this lead has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted one day post implant due to a product performance issue. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was explanted due to dislodgement. No additional adverse patient effects were reported.